Event description:
Information received indicates the dead end of the bed will not stay up.

Manufacturer narrative:
The technician inspected the valves and found normal wear. The technician replaced two solenoid valves and the CPR and trend valves to repair the bed.